Manufacturer narrative:
Product ID 3387s-40, lot# va0bt6p, implanted: 2013 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type extension. (B)(4). Analysis of the extension found the conductor of the extension body was broken within 10 cm of the connector area. It was noted the #0 conductor was broken 2.7 cm from the proximal end.

Event description:
It was reported that high impedances were measured on contact 0 of the extension. It was noted, the patient hit their chest on the side of a door directly making contact with the implantable neurostimulator (ins). It was further noted, the patient had a less than 50% therapy relief at the device pocket. It was noted that impedance testing and reprogramming was done. It was further noted, the extension was replaced.